Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th may 2025, it was reported by an arthrex employee via email that for 2 units of ar-13995n multifire¿ scorpion¿ needle, the needles broke in the cuff whilst trying to pass fibertape. This was detected during use in an arthroscopic rotator cuff procedure on (B)(6) 2025. The case was completed successfully as a new needle was opened, however two broke in the patient. On 8th may 2025 - it was updated by the complaint initiator that their procedural delay 15min as indicated by complaint initiator as there was metal in the cuff. The broken fragments were not retrieved as they were buried in the patient's tissue and to remove them would be more harmful.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, such as striking bone or applying excessive force when attempting to pass the needle through fibrous or calcified tissue, as stated in the directions for use (dfu-0392-sub-eo warning for scorpion products). To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.